Event description:
It was reported that the vertical lift column on the 9900 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The key-switch was not in the correct position. The system was found to be working and put back into service. The customer canceled the service call. A follow up report will be filed when additional details become available.